Manufacturer narrative:
The customer replaced the speaker to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
Philips received a complaint by the customer on the v60 indicating that a primary alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer informed the remote service engineer (rse) it had occurred on the power side. The rse also confirmed that it was on the power side via error code. The rse then provided the customer with the part number of the speaker to order and replace. Device evaluation and repair are pending.